Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ventricular output connector is broken. Lower case and side bail covers are broken. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the external pacemaker was returned for repair of the ventricular output. It was also reported the ventricular connector was broken. No patient involvement was reported.